Event description:
A peritoneal dialysis pt has reported an event of peritonitis. The pt reported that she thinks the peritonitis came from these caps. The pt called the unit to report she was sick, had abdomen pain, nausea, and cloudy effluent. The pt came into the clinic and a culture of the effluent was obtained. The pt rec'd intraperitoneal antibiotics. A sample is available for an eval. The pt continues peritoneal dialysis.